Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient called into the office due to non-sustained rv oversensing episodes. The noise was able to reproduce with the arm movements. The lead also exhibited high impedance and high capture threshold. The pace/sense portion of the lead was capped on (B)(6) 2016. The patient was fine after the procedure.